Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. It was also reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.